Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer report via phone call that she had high blood glucose but not hospitalized. Customer's blood glucose was 264 mg/dl. The customer was treated with manual injection. Customer stated that the drive support cap is protruded. Customer stated that there is tiny air bubbles at tubing . The customer stated that cannula is leaning. The customer was advised that this may contribute to high blood glucose. The customer declined to continue insulin pump troubleshooting. The customer was advised that we would send replacement sets.